Event description:
It was reported that the physician had called me suspecting about the right ventricular (rv) lead might have dislodged into the left ventricle with arteria subclavian access. The patient was admitted to check on lead position and it was suspected that this device pocket hematoma maybe due to rv lead in the arteria subclavian. Echocardiogram and x-ray imaging was performed to evaluate lead extraction. Subsequently this device was explanted. No additional patient adverse effects were reported.